Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number however; lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Investigation in progress. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported patient inserted cannula into scar tissue at the site which led to high blood glucose of 600 mg/dl and symptoms of nausea, patient underwent hospitalization less than 24 hours and there it was treated by fluids of saline and insulin.